Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 416 mg/dl, which was treated with 1.5 units of insulin via the insulin pump. Upon troubleshooting, the customer's mother was able to replace the infusion set and to prime to deliver a bolus successfully. She noted that the infusion set tubing was being pinched at the customer's belt area. She advised that she and the customer would continue to monitor the device. She also reported that, about 6 months prior, the insulin pump had alarmed no delivery. It was found that the previous alarm had been caused by a site-related issue. Nothing further reported.